Event description:
User was reported to have lost access to sound with the device suddenly 15 days prior. No trauma or accident to the implant was reported. No redness or swelling over the implant site. The user has been re-implanted on (B)(6) 2019.